Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2016. The fse confirmed the solenoid sl68 was defective causing the errors. The fse replaced the solenoid resolving the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported receiving aspiration errors on a coulter lh 780 hematology analyzer during normal instrument operation. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.